Manufacturer narrative:
A batch history analysis was performed, quality notifications and maintenance records were verified where no records related to failure were found. The sample provided by evaluation it was possible to observe the incident. When the retention samples were evaluated, it was possible to verify the non-conformity. We evaluated the press and the mold and we found out a gap in the mold rack assembly (device used to extract the nozzle from the syringe). The problem was corrected by replacing the screw which was causing the clearance in the rack assembly. (B)(4) was initiated.

Event description:
It was reported that leakage occurred with a bd plastipak¿ luer-lok¿ syringe. The following information was provided by the initial reporter, "customer performed the test with the 20ml syringe, batch 8289580 and it was observed the issue: difficult to connect, hard, it looks like it is without the proper lubrication to connect in the catheter with this particular batch. The problem is regarding the connection (moment that is threaded) between the luer lock of the syringe with the luer lock of the extension. - there is something in the luer that hinders the connection of the syringes to other materials. No damage to patient/professional.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a bd plastipak¿ luer-lok¿ syringe. The following information was provided by the initial reporter, "customer performed the test with the 20ml syringe, batch 8289580 and it was observed the issue: difficult to connect, hard, it looks like it is without the proper lubrication to connect in the catheter with this particular batch. The problem is regarding the connection (moment that is threaded) between the luer lock of the syringe with the luer lock of the extension. - there is something in the luer that hinders the connection of the syringes to other materials. No damage to patient/professional."